Event description:
The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a(n): rite - ground bond failed performance spec: measurement was 0.110 ohm, specifications are 0.001 - 0.100 ohm. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). Performed continuity test between power entry module (pem) ground and door post and resistance measured 0.007 ohm. Inspected all ground connections while monitoring the multimeter and there was no fluctuation in ohms. The assignable cause for device failed ground bond resistance test was undetermined. Product did not fail any other performance specifications. No other defects or use errors were found during the evaluation. The device will be sent for servicing.